Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 91 (heater test- element 1 failure). It was determined the device had a failed heater, requested a quote for 2000-hour service. Per follow up information received via phone on 02aug2024, it was reported that the heat exchanger was replaced, and the device has been returned to service. Per review of wo on 19aug2024, it was reported that the biomed replaced the heater and retried the calibration but was now getting error 92(heater test- element 2 failure) instead of 91 (heater test- element 1 failure), they were going to check the heating elements and call back with results. Heating elements were good, device was coming in for an assessment.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty ac cca card. The device was evaluated and the reported issue was confirmed that the device was receiving the calibration error 92 due to a faulty ac cca card. Ac cca card was replaced. Device was put through a functional check and pre-cal after the service. The device was placed on (ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 6000 stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 91 (heater test- element 1 failure). It was determined the device had a failed heater, requested a quote for 2000-hour service. Per follow up information received via phone on 02aug2024, it was reported that the heat exchanger was replaced, and the device has been returned to service. Per review of wo on 19aug2024, it was reported that the biomed replaced the heater and retried the calibration but was now getting error 92 (heater test- element 2 failure) instead of 91 (heater test- element 1 failure), they were going to check the heating elements and call back with results. Heating elements were good, device was coming in for an assessment. Per sample evaluation results on 16oct2024, it was reported that there was weak circulation pump.